Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that a pump and pump battery felt hot to touch. The pt denied getting burned because of the alleged issue. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that the pump and pump battery felt hot to touch. There is no evidence however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the reported issue.